Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a wedge/segmental resection, when the surgeon pushed the green button for the third firing, a crack sound was heard. The device partially fired then became unable to fire. The event occurred in use for patient. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available. The inner gear broke with a strange sound. The staple line was incomplete. It was oversewn.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the handle noted no abnormalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the handle was loaded with a reload and was applied to test media with proper transection and staple formation. An access hole was cut into the instrument body for visualization of the firing rack, and the first tooth was observed on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was cycled without hesitation, and applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.